Event description:
Report: (B)(4): llt codes: 10005116: bleeding gastrointestinal. Narrative: patient history of urinary retention with foley catheter present to outside emergency room with hematuria for 3 days. Catheter was replaced two days prior. Patient had worsening anemia with hemoglobin 10.6 to 9.2 in 3 day span. Patient spent one night in hospital. No intervention per urology. H/h improved. Aspirin was restarted at discharge. Rivaroxaban was held until urologic procedure to change his catheter a week later.